Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf). The patient was defibrillated multiple times to resolve the arrhythmias. The impella position was confirmed after the arrhythmia event. The relationship to the impella and the vt/vf is unknown. Support continued with the implanted pump following the intervention. The patient remained on support for 246 hours, and was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.